Event description:
It was reported by a MFR sales rep that on (B)(4) 2011, the fiber tip was damaged at 3,000 joules. Add'l info reported by the MFR sales rep was during set-up an aim test was performed and the aim beam was visible. During the procedure, there were no observations leading up to the incident. There were no error codes displayed on the console when this event occurred. The pt did not experience any difficulties due to this event. The current status of the pt is good. The user did not experience any injury from the use of the system.